Manufacturer narrative:
Voluntary medwatch report received: mw5159292.

Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead had a high out-of-range impedance measurement, even though the lead had previously been programmed off. Also, it was noted that the lead safety switch was triggered. No intervention was performed. No adverse patient effects were reported.